Event description:
It was reported that pump is alarming no disposable- clamp tubing. Silenced, reviewed settings and powered pump off. She asked if they could just go in for their appointment- advised they can but did explain we could try to restart the pump. She states they will proceed to clinic as she doesn't want to remove cassette. No further questions at this time. No additional information available.